Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer had not reset the pump for this malfunction within the last 24 hours, so technical support provided instructions for resetting the pump and assisted in the process. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was instructed to contact support if the malfunction code appeared again and acknowledged the guidance provided.